Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable pulse generator (ipg) system was explanted post-mortem and returned to the manufacturer. It was noted the patient's cause of death was group a streptococcus bacteremia. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed, and no anomalies were found. If information is provided in the future, a supplemental report will be issued.